Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that coating issue occurred. The target lesion was located in the occluded posterior tibial artery (pta). A 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, the tip was completely curled; hence the device was removed outside the patient to check the vascularity. The physician wanted to re-use the device but it was noticed that approximately 2-3mm of the coating on the tip of the wire was loose. X-ray was performed but the detached coating was not be seen, where it is in the patient's body. The superficial femoral artery (sfa) popliteal disease was treated and the procedure was completed. There were no patient complications nor harm reported.